Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 08913 was re-analyzed after secondary review. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 14 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. In conclusion, the reported temperature issues were not confirmed though analysis. The balloon catheter did not fail the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the temperature was not as expected and dropped quicker than expected in the first thirty seconds. The electrical umbilical cable, auto connection box, and balloon catheter were replaced which resolved the issue. The case was completed with cryo. The data files were reviewed and confirmed the temperature issue. The temperature issue occurred in the past as well. The console appeared to be controlling pressure and flow in the expected ranges. Service was performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product event summary: the data files and the 2af283 balloon catheter with lot number 08913 were returned and analyzed. One patient file was received and recorded on the reported date of the event. The patient file showed 14 applications were performed using a catheter identified as 2af283 with lot number 08913. The patient file did not show any system notice on the reported date of the event. The console output data (pressure, preset pressure, and flow) showed pressure was tracking preset pressure and flow readings which were as expected. However, temp profile was colder then expected (-70 degrees celsius (°c)) during ablation at applications five, seven and eight. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 14 applications on the reported event date. During functional testing, a sudden temperature drop was observed at the beginning of the ablation phase. The ablation temperature was very cold (below -60 degrees celsius (°c)). The inflation, ablation, and thawing phases were completed. No console system notices were generated. Temperature fluctuations was oberved. Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments showed an inner balloon distal neck/gwl bond length tolerance stackup issue. In conclusion, the reported issue of the temperature dropping faster than expected was confirmed through testing/analysis. The balloon catheter failed the return inspection due to an inner balloon distal neck/gwl bond length tolerance stackup issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.